Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that out of range issues occurred between the transmitter and pump for greater than 15 minutes, with no continuous glucose monitor (cgm) sensor readings. Additionally, it was reported that the pump battery was depleting quickly. The customer¿s blood glucose in 77-159 mg/dl range. The customer continued to use the pump for insulin therapy.